Manufacturer narrative:
Update to d9 (device availability) h3 (device evaluated by manufacture) h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect device evaluation. The 26mm commander delivery system was returned to edwards for evaluation. Visual inspection revealed a radially balloon burst with no missing pieces and a kink on the balloon shaft next to the strain relief due to packaging. Functional testing was unable to be performed due to the condition of the returned device (burst balloon). Dimensional testing was performed on the balloon single wall thickness along the edges of the burst location answer found to be within specification. The 3mensio was provided and revealed presence of calcium in the annulus and the stj. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing edwards technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per follow up information, there was heavy leaflet calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 1cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. Calcium and moderate stj calcification. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, available information suggests that patient factors (calcification) and procedural factors (over-inflation) contributed to the balloon. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by an edwards field clinical specialist, a 26mm sapien 3 ultra valve was deployed in the aortic position via the transfemoral approach. The valve was prepared with nominal plus 1cc of fluid. Near full inflation of the valve, the commander delivery system balloon ruptured. The valve was in a good position with trace paravalvular leak (pvl) observed. No post dilation of the valve was performed. The delivery system was pulled back into the esheath and removed without difficulty. No patient injuries were reported. At the time of the report, the patient was in stable condition and has been discharged to home. The valve remains implanted in the patient. It was perceived that heavy leaflet calcification may have contributed to the balloon rupture.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.